Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.00/2.5/87 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vault and elevated iop (29 mmhg) without pupil block and angle closure (assessed on (B)(6) 2020. This resolved the problem. Reportedly, "there are no plans to implant another lens." Manufacturer narrative: h3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Date rec¿d by MFR: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.00/2.5/87 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed on (B)(6) 2020 for a shorter length lens due to excessive vault and elevated iop (29 mmhg) without pupil block and angle closure assessed on (B)(6) 2020. This resolved the problem. Reportedly, "there are no plans to implant another lens."